Manufacturer narrative:
(B)(4). A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The review revealed no nonconforming material reports related to as well. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using the therapy cool flex catheter during an atrial fibrillation ablation procedure, the irrigation port broke. The physician placed the catheter in the left atrium (la), and created a map of the anatomy with ensite velocity system. The physician then attempted to ablate the right superior pulmonary vein and noted the power would not increase. The physician attempted twice; however, noted the irrigation port was broken and the catheter was unable to irrigate saline. The catheter was replaced with a cool path catheter and the procedure was successfully completed. There were no adverse consequences to the pt.